Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign matter. Imdrf device code a020503 captures the reportable event packaging seal compromise.

Event description:
It was reported to boston scientific corporation that an uromax ultra dilation balloon catheter device was about to be used during a procedure performed on (B)(6) 2023. During the procedure, upon opening of the package it was found that the anchor inflator sterilization was open and not clean. The procedure was still completed with another uromax ultra dilation balloon catheter device. There were no patient complications reported as a result of this event.